Event description:
It was reported that the procedure was performed to treat a hemorrhage from an intracranial carotid artery pseudoaneurysm, secondary to a skull base tumor resection. The 4.0 x 16 mm graftmaster stent was deployed; however, there was residual aneurysm filling after deployment due to an endo leak. Post-dilatation was performed that resulted in a vessel tear, which required vessel sacrifice. The patient experienced a subarachnoid hemorrhage and stroke. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.the reported patient effects of perforation and hemorrhage, as listed in the coronary stent graft system, graftmaster rx instructions for use, are known patient effects that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, and a conclusive cause for the reported leak cannot be determined.